Manufacturer narrative:
The pump was returned for testing and eval. The device history shows that on january 28, 1998 the reported event date, the pump was programmed for variable mode delivery in ug/ml. The parameters were 200ug/ml, phase 1: start time 08:24, stop time 08:34, dose 4580ug, phase 2: start time 08:34, stop time 04:34, dose 22020ug container size 26600ug. The infusion started at 08:23. Phase 2 was stopped at 16:21 with 8580ug delivered. An infusion test was programmed for variable mode delivery in ug/ml. The parameters were 200ug/ml, phase 1: start time 8:24, stop time 8:34, dose 4580ug, phase 2: start time 8:34, stop time 4:34, dose 2202ug, container size 26600ug. The expected amount was 133.0ml and the measured amount was 130.6ml. The percent of error was -2.21%. The pump infused within sys specs.

Event description:
Underdelivery reported. The pump was in homecare use to infuse low-dose milirinone once weekly. The protocol was for a 50mcg/kg/minutes bolus over 20 minutes followed by an infusion of 0.5mcg/kg/min over an 8 hour period. The total container volume was 150ml. At the scheduled dose completion time, the IV container reportedly still had approximately 100ml left. The pt did not experience any adverse effects. No additional info was available.